Event description:
It was reported the patient saw a power on reset (por) condition on their recharger. It was noted that the patient had not used the implant or recharger in "a long time." It was noted that "in the last two days" the patient had been trying to charge and the recharging screen came up "showing that the battery was fully charged" but when he tried to turn stimulation back on, the por message was seen. According to the patient he "could bypass the por message but was still unable to turn the stimulation on." It was noted that the problem "started months ago." It was stated that the patient had not had stimulation turned on since "at least the summer time" and was "to the point now that his back and legs are going crazy." It was noted that the "therapy worked really nice" when he had it on. It was also reported that when the patient last had their stimulation turned on ¿months ago¿ he ¿somehow got the program screwed up¿ and the device produced ¿a real high pitch vibration.¿ additional information stated the cause of the por was unknown and no error code accompanied the por. It was stated the ¿patient decided to have the spinal cord stimulator (scs) battery changed to a non-rechargeable battery¿ and that the procedure was to be performed on (B)(6) 2014. It was also reported no diagnostic testing had been performed and no malfunctions were seen in regards to the patient¿s high pitched vibration sensation. It was further reported no interventions were taken and the vibration sensation had not resolved. Additional information reported the patient was ¿receiving effective therapy¿ following their replacement procedure. It was stated the patient ¿was non-compliant with recharging because it was inconvenient.¿ it was noted the ins would not be returned. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3550-54, serial# unknown, product type: accessory. (B)(4).